Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon device interrogation, stored electro-grams revealed auto mode switch episodes and noise reversion due to noise on the right atrial lead. The patient was asymptomatic. The lead remained implanted. The patient was in stable condition and would continue to be monitored.

Event description:
New information notes patient was seen in the clinic on (B)(6) 2017 for a regular scheduled follow-up. The atrial lead continues to exhibit noise. The noise was reproducible with left arm movement across the chest. These episodes are completely asymptomatic and occur occasionally. The patient's condition throughout was stable. The patient would continue to be monitored.